Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported complete heart block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was hospitalized for rhythm monitoring and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb). After the per-balloon aortic valvuloplasty (bav) was performed, the patient went into complete heart block. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The heart block persisted. The following day a permanent pacemaker was implanted. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing right bundle branch block (rbbb). After the per-balloon aortic valvuloplasty (bav) was performed, the patient went into complete heart block. The valve was implanted. The final implant depth was 4mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). The following day a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.